Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on using both battery and ac power, however after a few seconds into powering on the screen went blank and the 10 beep error occurred. The radical-7 was unable to obtain readings. Internal inspection revealed no circuitry damage or loose circuit board interconnections. 5.04 vdc across pogo pins 6 and 7 were measured with the battery on. Chips u21 1-6 measured 2.5 ohms vs. 3 mega ohms compared to a known functioning radical-7. The reported failure was confirm to the u21 which resulted in current leaks and the 10 beep error. A service history record review revealed that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6). Brand name updated from "radical-7" to "radical-7 handheld".

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on using both battery and ac power, however after a few seconds into powering on the screen went blank and the 10 beep error occurred. The radical-7 was unable to obtain readings. Internal inspection revealed no circuitry damage or loose circuit board interconnections. 5.04 vdc across pogo pins 6 and 7 were measured with the battery on. Chips u21 1-6 measured 2.5 ohms vs. 3 mega ohms compared to a known functioning radical-7. The reported failure was confirm to the u21 which resulted in current leaks and the 10 beep error. A service history record review revealed that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported screen blanks out intermittently. No patient impact or consequences were reported